Event description:
It was reported that shaft break occurred. A 5.00mm x 12mm nc emrge balloon catheter was advanced for dilatation. However, during the procedure, the shaft fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications.